Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the needle was retrieved? Did the needle fall into the patient? If yes, did the patient suffer from any consequence? If yes please explain. Could you please confirm if the other 5 broken needle was reported in other complaints? If yes please specify them. A manufacturing record evaluation was performed for the finished device lot pcz427, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.